Manufacturer narrative:
As reported, the hydro-surg laparoscopic irrigator leaked green colored fluid at the end of the procedure. The subject product was returned for evaluation. Based on evaluation of the device a fluid leak presented and passed the lip seal barrier. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on our evaluation and the condition of the device the root cause determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during hysterectomy procedure, the hydrosurg irrigator leaked green colored fluid at the end of the procedure. The procedure was completed with the same device and there was no patient injury reported.